Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing (pre-cleaning and channel brushing) after the upper gastrointestinal endoscopy using the subject device, it was found that foreign material (red and non-solid) adhered to the bristles of the cleaning brush (bw-20t). The user completed the intended procedure using the subject device. The procedure was a screening test only, no forceps were used, and the patient had no signs of bleeding. After the procedure, the user found that the inside of the suction bottle of the suction pump was also red.there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated and there was red foreign material in the instrument channel outlet and the suction cylinder. As a result of fourier transform infrared spectrophotometer analysis of the red foreign material, silicone was detected and there was peak like dimethylpolysiloxane. As a result of energy dispersive x-ray analysis of the red foreign material, silicon and oxygen were detected strongly, it might be silicic acid (silica and so on). Also carbon, oxygen, potassium and calcium were detected which were derived from carboxylate, and iron and nickel were detected which were derived from stainless steel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the result of the analysis of the foreign material, omsc surmised that the foreign material was rust of stainless steel and so on, and the rust was derived from metal parts. Also the foreign material might be derived from antifoam agent which contained dimethylpolysiloxane and hydrated silicon dioxide. Omsc surmised that the reported phenomenon was attributed to accumulation of dried residue of antifoam agent and so on due to inappropriate and/or insufficient reprocess. If additional information is received, this report will be supplemented.